Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery. A 2.25 mm x 8 mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was inflated three times at 16 atmospheres. However, during the fourth inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 2.25 x 10 mm non-bsc balloon catheter. No patient complications were reported.